Manufacturer narrative:
The handpiece exhibited very slow, weak, high current running after the trigger is released which is consistent with one or more motor feet stuck in the on position. The device was repaired and returned to service.

Event description:
The device came in for an unrelated issue. When the product was received and tested, it was noted that after pulling the trigger a few times, the handpiece would run slowly on its own without the trigger being pulled. There were no adverse consequences reported.